Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there were pixels stuck and lines going across parts of the screen. Customer's blood glucose was 105 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.